Event description:
It was reported that during an unspecified procedure in the popiteal artery, a shaft fracture occurred. While attempting to dilate the popiteal artery, the shaft of the maverick2 monorail balloon catheter snapped during advancement into the guide catheter. The break was located 5 cm distal to the brachial marker on the shaft of the balloon catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "okay." Additional information regarding this event has been requested. It is noted that this was an off-label use of the device. Per the instructions for use: "the maverick2 balloon catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." This size is also indicated for the post-delivery expansion of balloon expandable stents."

Manufacturer narrative:
The returned product analysis is not completed as of this date. A supplemental report will be filed when the analysis is complete.